Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -15.0/1.5/175 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as a patient related factor. Reportedly the status of the eye's vision is 0.5.

Manufacturer narrative:
(B)(4).